Event description:
Healthcare professional additionally reported, "hole on valve".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, flat creases and one curved opening. Leak test and microscopic analysis was performed which identified, one opening sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one sharp opening in the side plug strap bond edge assessed, as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.